Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID: 3708640, explanted: on (B)(6) 2021, product type: extension, product ID: 3708640, explanted: on (B)(6) 2021, product type: extension, month and year of above explant dates are valid. Exact date is unknown. H6: coding updated. Additional review indicates that information from manufacturer¿s report#: 2182207-2021-00670 was already reported in this report (#21 82207-2021-00631). Any additional information regarding that event will be submitted as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating there was an issue with the extension that led to the lack of therapy effect. An extension revision was performed two weeks prior to this report and the issue was resolved. The stimulation was back with a very good outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: (B)(4); product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: (B)(4), activa rc 37612 is not approved for treatment of dystonia in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's deep brain stimulation (dbs) treatment still was not good enough and extension replacement was planned.